Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing foley catheter had the wire coil protruding out of the silicon. Per the complaint, the catheter "was not leaking or seem to be broken," so it was left in place in the patient.

Manufacturer narrative:
The reported issue (it was reported that the temperature sensing foley catheter had the wire coil protruding out of the silicon. Per the complaint, the catheter "was not leaking or seem to be broken," so it was left in place in the patient. Additional information has been requested but not yet received) was confirmed, as cause unknown. Per visual inspection of the received photo, a catheter with the thermistor wire snaking was noted. The wall of the catheter was stretched and the thermistor was protruding out of the catheter. Functional and dimensional evaluation were not performed due to no physical sample was returned for evaluation, only picture was received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Special instructions: the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. Importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla, only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. Additional safety instructions include the following: 1. The foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure. 2. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 3. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 4. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 5. Position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 6. The wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly. 7. Mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only. 8. At 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning. 9. At 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning." (B)(4).

Event description:
It was reported that the temperature sensing foley catheter had the wire coil protruding out of the silicon. Per the complaint, the catheter "was not leaking or seem to be broken," so it was left in place in the patient.